Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that aborted vf episodes of t-wave oversensing were observed. No therapies were delivered. The egm's revealed r-wave amplitude variations. The lead was capped.